Manufacturer narrative:
Patient had primary tkr surgery on (B)(6) 2015. Manipulation was performed on (B)(6) 2016. Surgery is planned to perform a posterior capsular release. Poly inserts will be exchanged during the procedure. Review of the device history record indicates the device was manufactured to specification.

Event description:
Patient had primary tkr surgery on (B)(6) 2015. Manipulation was performed on (B)(6) 2016. Surgery is planned to perform a posterior capsular release. Poly inserts will be exchanged during the procedure.